Event description:
It was reported that pump experienced malfunction with code malf 16 and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.